Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they were experiencing high blood glucose level. Customer's blood glucose level was 475 mg/dl. Insulin pump was not turning on. Insulin pump display was returned after restart. Customer was performed self test and it was passed. The insulin pump will be returned for analysis.